Manufacturer narrative:
Device evaluation of monitor sn (B)(4), has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed testing and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to contamination on the pins of inter-pca connector j1002. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was unable to undergo incoming functional testing.